Manufacturer narrative:
Follow up response received indicates no further case details are available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received confirming the event date for the associated device report (for the cassette in the product complaint record) as 05-nov-2025, consistent with the initial reporting. Note: the event date for this device report (12-nov-2025) and the other related device complaint associated with the patient¿s event narrative remain unchanged. Related report number. This is one of three device reports associated with the patient's events. Refer to h10 for the related report number(s).

Manufacturer narrative:
Additional information has been provided in b5.

Event description:
Additional information received: study notes bleeding from the right axillary and has it related to the impella 5.5. Patient received red blood cells and platelets. However, the impella access site is reflected as left axillary and salesforce and in poc updates ((B)(6) 2025 6:43) it does note right axillary cutdown site oozing, but impella site is clean). It appears they switched sides or salesforce needs updating as it also notes. (B)(4) -crrt has been discontinued. Uo>2l overnight. Right axillary cutdown site oozing, but impella site is clean. Patient will likely be extubated today. Patient is now on vaso. Impella was trial weaned to p-6 yesterday morning and is now at p-7 again. Will attempt to wean post extubation. Pt had an egd today to look for possible bleeding. Egd was negative. Plan to restart heparin today. Durable vad team will meet with pt and his family tomorrow to discuss the possible implant. The patient experienced vt requiring defibrillation. Gi bleed found. Patient no longer a vad candidate. Care was withdrawn. (B)(4) patient went into three runs of vt overnight requiring cardioversion. No impella position issues evident. Impella returned to p-6 for support. Hf team will consult today, pre-op plan for 5.5 explant prior to lvad implantation may change. No impella related issues at the moment (B)(6) 2025 8:30 (B)(4) patient went into vt repeatedly yesterday requiring multiple shocks. He is now on lidocaine and amiodarone and has had no more runs overnight, but is on phenylepherine now, and has been intubated again. Patient will return to cvl for a new swan today, and will be diuresed again with the goal of quick extubation. Lvad assessment is currently on hold. (B)(6) 2025 8:12 (B)(4) patient has gi bleed, so several suction alarms happened overnight. Vt has stabilized. Patient will be taken down for a scope today. Patient no longer a vad candidate, so goals of care discussion will be had today with the family.

Manufacturer narrative:
D4: corrected catalog number and serial number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary ppae/tachycardia/major bleed: the cause of the injury was not determined due to insufficient clinical details. Access site adverse event/major bleed: the cause of the bleed was not determined due to insufficient clinical details.

Event description:
A 73-year-old male with a history of prior non-st-segment elevation myocardial infarction-nstemi (2021), multivessel coronary artery disease, diabetes mellitus, aortic calcification, hypertension, and peripheral vascular disease presented to an outside facility with several days of chest pain and shortness of breath. The patient was diagnosed with nstemi and cardiogenic shock and transferred for higher-level care. On arrival, the required multiple vasopressors. An impella cp was inserted via the right femoral artery for mechanical circulatory support (scai stage e shock) with flows of approximately 3.7 l/min and initial hemodynamic stabilization. Cardiac catheterization demonstrated multivessel disease, and percutaneous coronary intervention (pci) was performed. The patient was transferred to the intensive care unit on impella support. On post-implant day 0 (also reported under the oasis study), hemolysis occurred and echocardiography identified device malposition requiring repositioning. The patient subsequently developed renal failure requiring continuous renal replacement therapy (crrt); these events were assessed as possibly related to the impella cp. Due to ongoing clinical needs, support was escalated the following day. The impella cp was explanted, and an impella 5.5 was surgically implanted via the left axillary artery after the right axillary artery was found to be circumferentially calcified. During impella 5.5 support, a hospital employee inadvertently disconnected the purge cassette line from the spike. An air-in-purge alarm occurred, and an emergency purge cassette exchange was performed. Support continued without patient harm. Approximately seven days after impella 5.5 implantation, oozing was observed at the right axillary cutdown site requiring transfusion. This event was initially reported as related to the impella 5.5 under the oasis study but was later determined to be unrelated to the device or study procedure. Several days later, the patient developed ventricular tachycardia requiring defibrillation and a gastrointestinal bleed. The patient was deemed not a candidate for durable ventricular assist device implantation. After discussion with the family, care was withdrawn and the patient expired.

Manufacturer narrative:
A 73-year-old male with a history of prior non-st-segment elevation myocardial infarction (2021), multivessel coronary artery disease, diabetes mellitus, aortic calcification, hypertension, and peripheral vascular disease presented to an outside facility with several days of chest pain and shortness of breath. The patient was diagnosed with nstemi and cardiogenic shock and was transferred for higher level care. Upon arrival, the patient required multiple vasopressors. Right heart catheterization demonstrated a pulmonary artery pulsatility index (papi) of 0.5 and worsening hypotension. An impella cp was percutaneously inserted via the right femoral artery for mechanical circulatory support. At the time of implantation, the patient was classified as scai stage e cardiogenic shock. Device flows averaged approximately 3.7 l/min and the patient¿s blood pressure initially stabilized with reduction in vasopressor requirements. Cardiac catheterization demonstrated critical multivessel coronary artery disease and percutaneous coronary intervention was performed to the left anterior descending and circumflex arteries. Post-procedure hemodynamics improved and the patient was transferred to the intensive care unit on impella support. On post-implant day 0, [as also reported under the oasis study) the patient developed hemolysis and echocardiography demonstrated device malposition requiring repositioning. The patient subsequently developed renal failure and continuous renal replacement therapy (crrt) was initiated. These events were assessed as possibly related to the impella cp. Due to ongoing care needs; support was escalated the following day. The impella cp was explanted, and an impella 5.5 was surgically implanted via the left axillary artery after the right axillary artery was noted to be circumferentially calcified. Device support was increased to p-7. During the impella 5.5 support, the hospital employee accidentally disconnected purge cassette line from spike. Air in purge system alarm sounded, and when the de-air procedure was attempted, it failed to move fluid forward. Emergency purge cassette exchange occurred as a result. Care continued without adverse effects to the patient. Approximately seven days after impella 5.5 implantation, oozing was observed at the right axillary cutdown site requiring transfusion of red blood cells and platelets (noted to be related to the impella 5.5 device and procedure under the oasis study. However, subsequently, this event was determined per the study unrelated to the impella device and the study procedure). Several days later, the patient developed ventricular tachycardia requiring defibrillation and a gastrointestinal bleed was identified. The patient was subsequently deemed not a candidate for durable ventricular assist device implantation. Following discussion with the family, goals of care were transitioned to comfort measures and care, treatment was withdrawn. The patient expired after a total of 15 days of impella support. The impella cassette was inadvertently disconnected; the issue was promptly identified and corrected without patient harm. This event is considered unlikely to have contributed to the patient¿s death. The impella cassette is being reported as a malfunction-type reportable event. Hemolysis, malposition of the device and renal failure represent serious injuries and were assessed as attributable to impella cp support. The impella 5.5 course was associated with bleeding and ventricular tachycardia. And it cannot be determined whether systemic anticoagulation required for impella support impacted/exacerbated the outcome of the bleed for the patient. The impella 5.5 will be a death type of reportable event. However, the patient¿s underlying condition (complex past medical history and refractory cardiogenic shock due to acute myocardial infarction with severe multivessel coronary artery disease) may have contributed most to the patient¿s outcome. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this is one of three devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.